Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had experienced loss of stimulation due to lead migration. The patient underwent a lead replacement and was doing well postoperatively. The explanted lead was not returned.